Event description:
Customer reports that she obtained a result of 107mg/dl at 4:00pm and took 4 units humalog and 36 units lantus. She states that 3 hours later, she was found unresponsive and the paramedics were called. She reports her device read 107mg/dl while the paramedic's device read 53mg/dl. Customer was given glucose tubes and food. No quality controls were used. Requested return of suspect device and replacement was sent.